Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that since (B)(6) 2018, they have been getting elevated results for an unspecified number of patients tested with coaguchek xs pro meter serial numbers (B)(4). The results measured with the meters are higher when compared to results measured with the innovin method on a sysmex 2100 analyzer in the laboratory. The customer states that they get 5 to 6 elevated results per week. The customer noted that differences between meter and laboratory testing is usually 0.1 - 0.2 inr. The customer stated that they also failed a proficiency survey with high values when testing with the affected meters. The customer stated that they had power issues with the meters last year. The meters were losing power all the time and the customer had to keep placing them on the charging stations to wait for the meters to re-boot. The customer was sent replacement battery packs, but said that the replacement battery packs were no better at alleviating the issue. The customer provided data for four patients and of these, 2 had erroneous meter results. For the first patient, the result obtained with the meters was 3.8 inr. The result obtained with laboratory testing was 2.8 inr. The measured samples were collected within 20 minutes of each other. This patient had a therapeutic range of 2 - 3 inr. For the second patient, each meter resulted with values of 4.8 inr on (B)(6) 2018. The result obtained with laboratory testing was 3.6 inr. The measured samples were collected within minutes of each other. The patient treatment was changed, but no adverse events were alleged to have occurred with the patients. The customer's product was requested for investigation. Relevant retention test strips (lot 272167) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred, but a slight difference has been observed between the values of the master lot and the customer test strip lot, which is caused by a different master lot which had been used for the calibration of the customer lot.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Manufacturer narrative:
The meters and strips were returned for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor 1: reference meter with masterlot strips: 3.0 inr , customer meter with customer strips: 3.1 inr (vial 120447), customer meter with customer strips: 3.1 inr (vial 120379). Donor 2: reference meter with masterlot strips: 2.9 inr , customer meter with customer strips: 3.1 inr (vial 120447), customer meter with customer strips: 3.1 inr (vial 120379). The maximum difference between measurements with the same blood sample was 7%. Returned customer material and retention material comply with specification.